Manufacturer narrative:
The endoscope plus was tested and placed on in-house system for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message check endoscope cable connection/endoscope self - test failed. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to button light. The endoscope failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected range not being met. The endoscope had an electrical failure on the endoscope cable. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed with no image. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The root cause is attributed to component susceptibility to increased friction.

Event description:
It was reported that the endoscope plus was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted while using the endoscope, and it was unknown if the endoscope moved freely with uncontrolled motion. The issue did not involve a reversed control of system arms.